Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial (B)(4), implanted: (B)(6) 2006, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8731, (B)(4), ubd: 18-nov-2007, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient was experiencing withdrawal symptoms and a side port study was performed. The hcp was unable to aspirate the catheter and the patient was scheduled for a catheter revision. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be unresolved at the time of this report. The patient was noted to be alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter; product ID: 8578, lot# h846523309, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via manufacturer representative (rep) from a patient who was receiving fentanyl, 1400 mcg/ml con centration at 109.9mcg/day, clonidine, 560 mcg/ml at 43.96 mcg/day and bupivacaine, 10 mg/ml concentration at 0.785 mg/day dose via intrathecal drug delivery pump for . It was reported that patient had 3 separate pocket fills in the last several years. Catheter was not working but prior to the issues it helped her. Full catheter and pump replacement was done on (B)(6) 2018. Dose was dropped 90%. Return status was no return-customer refused. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter; product ID: 8578, lot# h846523309, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6).